Event description:
It was reported that during a rotator cuff repair, the tip of the needle broke off at the notch. This occurred while attempting to pass suture through the cuff. The surgeon attempted to retrieve the tip but was unable. The case was completed with another of the same device. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow up with the reporter provided additional information that the issue was tissue-based; the surgeon first used a regular needle and suture passer; he could not get the needle through the cuff because the tissue was tough. The surgeon switched to a multifire needle and multifire suture passer; the tip of the multifire needle broke off in the tissue and was not retrieved. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. As reported, the most likely cause of this event would be the use of excessive force to pass the needle through the thick or hard tissue encountered. On the package, there is a label instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.